Event description:
It was reported that touchscreen was difficult to use. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance or follow-up, cts did not obtain additional information, and no further action was required.